Manufacturer narrative:
The customer reported no patient involvement. Customer provided device serial number: (B)(4).

Manufacturer narrative:
(B)(4). The da-mc (data acquisition to motor) cable was replaced per a field change order (fco # 86600037) it is unknown if the device was being used for treatment when the reported event occurred. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported due to a vent inop condition, pressure sensors failure occurrence. Failure of proximal and machine pressure sensors may affect the accuracy of the system pressure during use in normal ventilation mode. Patient involvement unknown. Patient information requested.